Event description:
It was reported that after deployment of a vena cava filter, the pusher wire caught on the foot of the filter leg during the attempt to withdraw the pusher wire. After additional manipulation, the pusher wire was able to be released from the filter. Fluoroscopic images provided demonstrated some crossed filter legs after the deployment. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.